Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure, the customer reported a recoverable fault on arm 4. They have restarted the system, but problem persists. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and could find related errors on arm 4. Tse asked the customer to perform a hard power cycle on the patient cart and an emergency power off (epo), but the same error came back. Tse informed customer that the only thing they can do is to disable that arm 4, and they will no longer receive fault messages on it, and they will be able to use the system with 3 arms. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.